Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted due to unspecified reasons. A new tactra penile prosthesis device was implanted. Additional information received states the spp device was explanted due to an infection. The patient presented with "sinus draining from the scrotum." The patient was recovering following the surgery.